Event description:
The pt had an external fixator applied in 2003 for treatment of a tibial ulcer. The pt fell out of bed and the joint where the ring connects to the 2/3rd ring broke. Three days later the dr brought the pt into the or and replaced the 1/3rd ring and a wire and reduction unit.